Event description:
Reporter indicated a dell handheld vns computer screen was very dark and hard to see. Adjusting the brightness did not resolve the issue. The handheld computer has been requested for return.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.